Event description:
During an in-clinic follow-up, far-field r-wave oversensing (ffrwo) resulting in inappropriate automatic mode switch (ams) was detected on the device. A portion of the episodes of oversensing were due to myopotentials. No intervention has been performed. The patient was stable and will continue to be monitored.s